Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the first firing to take down adhesions from uterus to the sigmoid there were unformed staples at the distal 3rd of the cut line. The staples were straight. The procedure was completed without impact to the patient. The device was discarded. On what tissue type was the device used? At what location on the tissue? Sigmoid. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st. During which stroke did the event occur? After firing stroke completed. What color cartridge was being used? Green. What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.